Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Online report of needle prick when re-capping own insulin syringe needle prick injury. Tmaik 04september2024 - as per link in attachment: put the cap back on insulin needle and the needle went through it and stabbed my finger. I guess I went too fast and it got bent, but seriously what's the point of the cap if the needle can stab through it?